Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the tip objective lens adhesive peeled off, the tip image b30, and the connector ID function malfunction. There were no reports of patient involvement.